Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at the proximal end of this fallopian tube there are two fragments of silver metallic wire') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral) and salpingectomy (bilateral),oophorectomy (bilateral), on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, psychological trauma, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, hormone level abnormal, weight increased and vertigo had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, back pain,rash/skin condition,psych injury, urinary tract infection, vaginal discharge, bladder problems, urinary problems, hormonal changes,weight gain, vertigo. Surgical pathology report: inactive ovaries showing serosa adhesions. At the proximal end of this fallopian tube there are two fragments of silver metallic wire. The coils have a blunt end. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device breakage, and pelvic pain, ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at the proximal end of this fallopian tube there are two fragments of silver metallic wire') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral) and salpingectomy (bilateral),oophorectomy (bilateral), on (B)(6) 2018). Essure was removed on (B)(6) -2018. At the time of the report, the device breakage, psychological trauma, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, hormone level abnormal, weight increased and vertigo had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, back pain,rash/skin condition,psych injury, urinary tract infection, vaginal discharge, bladder problems, urinary problems, hormonal changes,weight gain, vertigo. Surgical pathology report: inactive ovaries showing serosa adhesions. At the proximal end of this fallopian tube there are two fragments of silver metallic wire. The coils have a blunt end. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device breakage, and pelvic pain, ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) -2020: medical records received. Event "device breakage" was added. Reporter causality comment was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral), on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, hormone level abnormal, weight increased and vertigo had resolved and the psychological trauma, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, back pain,rash/skin condition,psych injury, urinary tract infection, vaginal discharge, bladder problems, urinary problems, hormonal changes,weight gain, vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, abdominal pain, dysmenorrhea, back pain, allergy: rash/skin condition, psych injury, urinary tract infection, vaginal discharge, bladder problems, urinary problems, hormonal changes, weight gain were added. Reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.